Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced vision blurry and extreme light sensitivity. The lens was exchanged for another lens following the initial procedure. Clinical reason for explant was mentioned as mechanical complications.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a., d.3., d.4. And d.6.a. The manufacturer internal reference number is:(B)(4).